Event description:
It was reported that the device was explanted in 2008. The reason for the explant is unk. Reportedly, the device was implanted the same day. No further details were provided.

Manufacturer narrative:
The device was not returned for evaluation.